Event description:
It was reported to philips by a customer that the unit navigational ring failure. Based upon the information provided, the device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme was unable to adjust the settings and has requested the navigational ring to be replaced.

Manufacturer narrative:
The field service engineer replaced front bezel to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The root cause of navigation-ring failures was determined to be due to liquid ingress caused by the variability of the assembly process. Upon further investigation, it was reported that the device was outside of clinical use at the time of the reported event, and therefore does not present potential risk of patient harm or injury. Therefore, this complaint no longer meets reportability requirements.